Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist remotely reviewed the instrument data and found no issue. A siemens customer service engineer (cse) was dispatched to the customer site. The cse cleaned the integrated multi-sensor technology (imt) module, replaced the imt probe and aligned it because it was slightly bent. The cse replaced the aliquot probe and aligned it. The cse replaced the imt pump tubing. The cse ran quick check, which passed. The cse ran imt mix tests which passed. The cse ran quality control on electrolytes, resulting satisfactory. The cse then ran patient samples, resulting satisfactory. The cse made a follow up call confirming the system was operating properly. The customer did not have any issues with the results or negative anion gaps. The cause of the discordant, na and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) and falsely high chloride (cl) results were obtained on a patient (sample ID (B)(6)) on a dimension vista 500 instrument. The initial discordant results were not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher for na and lower for cl. Two additional discordant, falsely low na results were obtained on two patient samples on the same dimension vista 500 instrument. The discordant results were reported to the physician(s) who questioned them. The samples were repeated on an alternated dimension vista instrument, resulting higher. The repeated results for the three patients were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, na and cl results.